Event description:
It was reported that a user of the ilet experienced hyperglycemia with a blood glucose of 281 mg/dl, and a nurse was guided to change the infusion site tubing and complete a fill tubing and fill cannula; the nurse noted stress-related increases and a possible viral illness. Symptoms included no reported clinical manifestations. Outcomes included no hospitalization, no medical intervention beyond site maintenance, and no device alarms. Investigation included troubleshooting and user education by phone. Investigation of this case revealed no device malfunction was identified and no component failure was observed during the interaction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.